Event description:
The report received from the database indicated that the patient suffered a non-q-wave myocardial infarction (mi) after the elective index procedure. The patient was reported to be asymptomatic. The cardiac enzymes which were normal pre-procedure were elevated with the peak cpk and troponin t being less than twice (<2) the upper limits of normal (uln). It was not determined if the mi was target vessel related (tvr). No intervention was done as a result of the adverse event (ae). The ae was reported to be mild in severity and not a serious ae (sae). The relationship of the ae to the study device was reported to be unrelated and the relationship to the procedure highly probable. The event outcome information was complete and the event was reported to be resolved without sequel. The patient was discharged the day after the index procedure.

Manufacturer narrative:
The indication for the elective procedure was stable angina. The patient was found to have one-vessel coronary disease and one lesion was treated during the procedure. The target lesion was the mid right coronary artery (rca). The lesion was reported to be: native coronary artery, de novo, 2.5 mm vessel diameter, 24 mm in length, a 95% stenosis, not ostial or totally occluded, smooth, a readily accessible proximal segment, angulation of greater than forty-five (>45) degrees and less than (<90) ninety degrees, eccentric, little or no calcium, absent of thrombus and type c. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 18 atm. A cypher select plus 2.5 x 28 mm stent was implanted at 18 atm with a satisfactory result. The stent was not post-dilated. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.